Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. Berend, m. E., ritter, m. A., keating, e., faris, p. M., and meding, j. B. (2004). Tibial component failure mechanisms in total knee replacement. Clinical orthopaedics and related research number 428, pp. 26¿34. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on the review of the journal article, "tibial component failure mechanisms in total knee arthroplasty." The article identified eight (8) tibial components that were revised from patients as their knees developed excessive posterior lateral corner rollback with eventual subluxation. There has been no further information provided and the patient outcome is unknown.